Event description:
It was reported the patient ((B)(6)) was without stimulation. Further interrogation revealed the patient has only one functioning contact on his lead. Effective stimulation was recaptured for the patient via reprogramming. There are no plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.